Event description:
(B)(4). Event took place in (B)(6). User's narrative: prior to performing lateral ischiadicus-block the plexolong cannula broke apart upon insertion. Fragment of cannula had to be removed, required surgical intervention. All fragments were removed. Event took place in (B)(6) hosp. The cannula has been sent to (B)(6) for investigation.

Manufacturer narrative:
The device will not be returned to MFR for eval. At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history records and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident.